Event description:
Information was received indicating that a smiths medical medfusion pump had a syringe empty error with monoject and bd syringes as well as a clamp error. The patient was a canine and there was no patient harm.

Manufacturer narrative:
Additional information h3, h6, h7, h9 h6 codes do not appear 3500a. They are as follows: evaluation codes method: 10. Evaluation codes result: 4203. Evaluation codes conclusion: 4315. Device evaluation: the pump was returned to the manufacturer for investigation. A visual inspection of the pump found that the manufacture's seal is affixed and the keypad was scratched. The event log did not have history of the reported issue. Check clutch errors were found in the event log. During functional testing, the reported issue was not replicated. The reported failure was not confirmed. The root cause could not be established. The clutch half's left and right with leadscrew and spring were replaced as a preventative measure. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.

Manufacturer narrative:
Device evaluation: the pump was returned to the manufacturer for investigation. A visual inspection of the pump found that the manufacture's seal is affixed and the keypad was scratched. The event log did not have history of the reported issue. Check clutch errors were found in the event log. During functional testing, the reported issue was not replicated. The reported failure was not confirmed. The root cause could not be established. The clutch half's left and right with leadscrew and spring were replaced as a preventative measure. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).